Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of -8.5 diopter was implanted into the patients left eye (os) on (B)(6) 2024. Low vault without rotation was noted. The lens was removed and replaced intra-operatively with a lens of longer length. Problem resolved. The cause of the event was reported as other, the reporter stated " uncorrected size lens". Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.